Event description:
As reported by edwards japan affiliate, during a transfemoral tavr procedure with a 26mm sapien valve in the aortic position, a 14f esheath was inserted via cutdown obtained on the left femoral artery. Although there was circumferential calcification in the common iliac artery (cia) and the vessel diameter was slightly narrow in some areas, it was judged possible to perform the transfemoral tavr. During sheath insertion, a resistance was felt at the cia and the sheath was removed and a dilation was performed using only a 16fr esheath introducer. A 14f esheath was inserted, and sheath insertion was completed despite resistance at the cia as well. When the delivery system was inserted, there was some resistance when the transcatheter heart valve was passed near the cia as well. A 26mm sapien 3 valve was deployed uneventfully and delivery system was removed. When the esheath was removed, the physician felt a "snagging" experience and when the esheath was carefully removed, the tip of the esheath appeared to be damaged. After confirming that there was no vascular damage with digital subtraction angiography (dsa), the puncture site was sutured. Upon removal, part of the esheath distal tip transparent portion (5mm ) appeared to be missing (torn off). However, it was not possible to determine whether the tip was torn off or not just by checking after the procedure. A dsa of the lower limb showed no foreign body, so the procedure was completed. No adverse event occurred occurred due to the vascular characteristics. The access vessel minimum luminal diameter (mld) measured 4.2 mm. The access vessel calcification was moderate. There was mild tortuosity in the access vessel. The physician believes that the event

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. H3 other text :

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned. An image evaluation was performed on imagery provided and the following was observed: pre-op patient information was provided showing the patient had sufficiently sized vessels (greater than or equal to 5.5mm for 14f esheath) but had mild tortuosity and eccentric calcification present in the left vessel. The returned device was visually inspected, and the following was observed: the liner is fully expanded. Scratches are found along the sheath shaft. Distal tip is split and torn radially with the torn portion not returned, radial and axial score lines are not present on the returned portion of the sheath, the slanted score line is present, and the c-marker is still attached. Due to condition of the returned device (liner fully expanded; distal tip torn, split, and separated) and nature of the complaint and the delivery system not being returned, no applicable functional and dimensional testing was able to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed per evaluation of the returned esheath. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported "although there was circumferential calcification in the common iliac artery (cia), and the vessel diameter was slightly narrow in some areas, it was judged to be possible to perform transfemoral transcatheter valve replacement (tavr). During sheath insertion, a resistance was felt at the cia and the sheath was removed. Dilation was performed using only a 16f esheath+ introducer. After that, 14f esheath was inserted, and sheath insertion was completed despite resistance at the cia as well." Although imagery showed the vessel was likely sufficiently sized for use with the 14f esheath, the reported minimum luminal diameter (mld) was 4.2mm, which is considered undersized (14f esheath required an mld of 5.5mm). The returned sheath had scratches along the shaft, which is indicative of interaction with calcification, which aligns with the "eccentric" calcification detailed by the pre-op patient information. Per IFU/training manual "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". Calcification and undersized vessel diameter can create a constrained effect on the sheath increasing resistance during sheath insertion. Sharp calcified nodules can also create small tears or weaken the sheath making it more susceptible to splits during delivery system advancement. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary written by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. As reported "when the delivery system inserted, there was some resistance when the transcatheter heart valve (thv) was passed near the cia as well." The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. It was stated that there was mild tortuosity calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. There was circumferential or "eccentric" calcification found within the access vessel. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. The reported access vessel minimal luminal diameter was 4.2mm which is smaller than the recommended 5.5mm for 14f esheaths. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The insertion angle was 30 degrees which is not considered steep. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. As such, available information suggests that patient factors (calcification, vessel size) may have contributed to the reported difficulty inserting the sheath in the patient, resistance experienced when inserting the delivery system in the sheath and the sheath distal tip split noted upon sheath removal. Per the complaint description, "when the esheath was removed, the physician said that he felt a "snagging" experience and when he carefully removed the esheath, the tip of the esheath appeared to be damaged." Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner with the torn portion separated and not returned. While a definitive root cause was unable to be determined, previous investigation of this type of event indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally review of the returned imagery showed there was "eccentric" calcification present in the access vessel. Calcification can create a constrained effect on the sheath preventing optimal tip expansion. Furthermore, sharp calcified nodules can create small tears in the tip during insertion that can alter the scoring of the distal tip, leading to a distal tip tear during delivery system advancement. As the distal tip was torn, it may have been hanging on a little portion of the sheath and "when the esheath was removed, the physician said that he felt a "snagging" experience and when he carefully removed the esheath, the tip of the esheath appeared to be damaged." This "snagging" could have also been due to calcification and the torn distal tip could have caught onto the calcified nodules during the removal and further tearing the tip, and eventually leading to separation. As such, the improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since there was no confirmed manufacturing nonconformance during this evaluation, no preventative or corrective actions, nor product risk assessment are required at this time. A product risk assessment and a CAPA were previously initiated to document investigation and assess risks associated with improper expansion of the sheath tip. The complaint occurrence rate did not exceed the november 2022 control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis.